Event description:
Boston scientific received information that this right ventricular lead had perforated the patient's heart wall. The lead was removed from service and replaced. A pericardial window was performed to relieve the pericardial effusion. No adverse patient effects were reported. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.